Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands were reported to be too tight. There was no difficulty when setting up the device. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 2949 for the reportable issue of bands falling of varix.. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2018 . According to the complainant, during the procedure, the bands were reported to be too tight. There was no difficulty when setting up the device. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on 1january 10, 2019 according to the complainant, during the procedure, three bands were deployed on the varices; however, the bands popped up. Reportedly, the patient re-bled and there were no other intervention performed. The banding procedure was cancelled.